Manufacturer narrative:
The reported complaint was confirmed. Internal inspection showed no signs of damage to the touch screen. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2015-00869. The srt calibrated the touchscreen multiple times but he doubts this will improve the functionality.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the central control monitor (ccm) touchscreen did not function at times by touch. Sometimes there was no selection and sometimes double selection. There was no patient involvement.